Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for an unknown side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photograph(s) for the device related to the reported event of rupture requested on march 30,2026. It is not possible to determine the lot number or catalog through the photos provided. - rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a.2., b.3., d.1., d.2a., d.2b., d.4., d.9., h.2., h.3., h.4., h.6., h.11.

Event description:
Patient reported "rupture". This record is for the left side. The device has been explanted.